Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited under-sensing. No intervention was reported. There were no patient consequences.

Manufacturer narrative:
Correction: please retract report 2017865-2024-01253. Additional information received clarified that there was no device malfunction.